Event description:
It was reported that the patient underwent an l5-s1 tlif procedure on (B)(6) 2018. On (B)(6) 2018, the doctor found that the blade was not cut as expected, and a part of the blade remained on the screw, on the right of l5, in the patient's cavity. The doctor thought this occurred because the blade remover was not completely inserted in the blade when cutting. At this time, additional treatment is not planned.

Manufacturer narrative:
Method: product history review, complaint history review, labelling review, risk assessment result: the reported event was confirmed via communication with sales representative. The device was disposed of in the hospital, thus unavailable for evaluation. Two possible lot numbers were provided for the device. Manufacturing records were reviewed for both lot numbers provided and no relevant issues were identified. The surgical technique defines a step by step process for removing blade using blade remover. Per communication with sales representative, the user did not fully seat the instrument on the blade which might have led to breakage of blade on application of force. The most probable root cause of the reported event was determined to be user error.

Event description:
It was reported that the patient underwent an l5-s1 tlif procedure on (B)(6) 2018. On (B)(6) 2018, the doctor found that the blade was not cut as expected, and a part of the blade remained on the screw, on the right of l5, in the patient's cavity. The doctor thought this occurred because the blade remover was not completely inserted in the blade when cutting. At this time additional treatment is not planned.